Event description:
Patient was referred for a battery replacement and then additional information was received indicating that the patient had experienced an increase in seizures. The patient is having more seizures at night, so they are being referred to get the sentiva model 1000 generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates , corrected data: initial report inadvertently forgot to list the system diagnostics test results. H6 adverse event problem codes, corrected data: initial report inadvertently forgot to code 'b01' and inadvertently used code 'c20' instead of 'c19'.